Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the fall-off test. The cause of the test failure is an improper output at pin 1 of component u1 in ECG electrodes c and d. The root cause of the improper output was unable to be positively identified. No adverse event resulted from the defective component. The last patient to use this electrode belt did not report any deficiencies.